Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that with the exception of the medical oncology unit clinicians, they see channel disconnections at least once a week. In some cases, corrosion was starting on some of the male and female iui connectors along with bleach residue on or around the iui connectors of these devices. There was no report of patient harm.